Event description:
It was reported that during the ablation procedure to treat atrial fibrillation in the left atrium, a faradrive steerable sheath clear, was selected for use. It has been mentioned that when inserting the catheter into the faradrive, a significant amount of air was aspirated. The procedure was completed successfully by using a different device but the same model. No patient complications have been reported. The product is not expected to be returned as it was discarded by the facility. It was further reported that the starter guidewire and farawave catheter were inside the sheath prior to, and or at the time, the air was observed. The pump was used for the irrigation of sheath. The bubbles were observed when drawing from the three-way stopcock. The guidewire was sticking out a little from the catheter when it was inserted into the sheath, but it is not visible. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.